Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high, out of range shock impedance measurements. It was determined that the right atrial (ra) coil was contributing to the high measurements. Additional information indicates that this patient will continue to be monitored. There has been no intervention at this time. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this system has continued to produce out of range shock impedance measurements averaging around 165 ohms. A boston scientific technical services consultant documented and discussed the clinical observations and recommended further troubleshooting be performed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high, out of range shock impedance measurements. It was determined that the right atrial (ra) coil was contributing to the high measurements. Additional information indicates that this patient will continue to be monitored. There has been no intervention at this time. This system remains in service. No adverse patient effects were reported. It was reported that this system has continued to produce out of range shock impedance measurements averaging around 165 ohms. A boston scientific technical services consultant documented and discussed the clinical observations and recommended further troubleshooting be performed. No adverse patient effects were reported. It was reported that this patient received 7 appropriate shocks for ventricular tachycardia (vt). The rhythm was successfully converted with the 7th shock. However, the patient went back into vt. Another appropriate shock was delivered with successful conversion. An alert had been generated due to out of range impedance measurements which were greater than 145 ohms. Review of the daily measurements identified measurements in the 200 ohms range prior to the shocks and around 135 ohms post shocks. A boston scientific technical services consultant documented and discussed the reported clinical observations with the caller. The consultant recommended informing the clinician that there are no programming options and therapy can not be guaranteed. The lead remains in service and a revision procedure will be performed in the future. No adverse patient effects were reported. It was reported that surgical intervention was undertaken. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high, out of range shock impedance measurements. It was determined that the right atrial (ra) coil was contributing to the high measurements. Additional information indicates that this patient will continue to be monitored. There has been no intervention at this time. This system remains in service. No adverse patient effects were reported. It was reported that this system has continued to produce out of range shock impedance measurements averaging around 165 ohms. A boston scientific technical services consultant documented and discussed the clinical observations and recommended further troubleshooting be performed. No adverse patient effects were reported. It was reported that this patient received 7 appropriate shocks for ventricular tachycardia (vt). The rhythm was successfully converted with the 7th shock. However, the patient went back into vt. Another appropriate shock was delivered with successful conversion. An alert had been generated due to out of range impedance measurements which were greater than 145 ohms. Review of the daily measurements identified measurements in the 200 ohms range prior to the shocks and around 135 ohms post shocks. A boston scientific technical services consultant documented and discussed the reported clinical observations with the caller. The consultant recommended informing the clinician that there are no programming options and therapy can not be guaranteed. The lead remains in service and a revision procedure will be performed in the future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.